Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump only has a partial lcd display and segments of the display are missing. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump is cracked at the reservoir compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. Unit was monitored and no blank display anomalies, missing segments or partial display noted. The insulin pump passed self-test, error test, rewind and displacement test. However, we were unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump was received with cracked case at display window corners, cracked case at reservoir tube window corners, cracked reservoir tube window, belt clip slot, cracked battery tube threads and minor scratches on lcd window.